Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 94 mg/dl. No bg meter comparison value was taken. The patient went into a market and then within 5 minutes, the patient lost consciousness. The patient was later informed she was assisted by the supermarket manager assisted the patient and called emergency medical services (ems). The patient was transported to the emergency room (ER). Once the patient regained consciousness she was in the hospital. The patient could not provide any specific cgm or bg meter readings from this event, however, she did state her bg meter readings were monitored every four hours. She further stated the her cgm values were consistently reading 50-60 points higher than the bg meter results. The patient also had (2) stress tests and a CT scan done as there was concern about the patient hitting her head when she fell due to her loss of consciousness. The patient could not recall the specific medications or treatment provided to her during this event. The patient was discharged on (B)(6) 2026 with bg meter reading at ¿normal levels¿. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 50-60 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.